Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. Proper device operation was observed through functional and performance testing. The cause of the reported problem could not be determined. The customer received a replacement device.

Event description:
It was reported that once the device was connected to the pt, it gave voice prompts stating to continue attaching the defibrillation electrodes and never recognized the pt connection. Because of this, the device never started the analysis of the pt's heart rhythm. The pt was later transferred to the hospital for continuation of care; however, it was confirmed that the pt did not survive. A clinical evaluation was performed and it was determined that the device use did not contribute to the outcome of the pt. The health care provider on scene indicated that the reported problem of the device likely did not contribute to the outcome of the pt. The physician at the hospital also indicated that the cause of death was unrelated to cardiac diagnosis or to device use.